Event description:
A pt called lfs in 8/2002 alleging that their fasttake meter was reading inaccurately erratic. In the evening in 2002, the pt tested on their meter and got a reading of "over 400". Pt took their usual set amount of 20 units of humalin insulin. Then the pt was warming up their food, they apparently collapsed and went into a coma. Pt did not come out of it until 4 days later. Pt lives alone. When they woke up, their dinner was on the floor and pt had scratches on their body. After coming out of the coma, pt went "by themself" to their dr. The dr immediately called an ambulance and admitted the pt to the hosp. The dr did not test the pt's blood glucose. Pt also informed that they were diagnosed with a problem with their pancreas two years ago. Pt's pancreas had burst in 10/2000 and they "installed 2 discs [?ducts} to permit the bile to go to the large intestine". Now, the 2 "discs have disappeared and there is a congestion" which will require surgery. The health care professional thought that the incident of the pt's going into a coma for 4 days was due to the rejection of the "discs". When pt was admitted to the hosp, the nurse did a lab test with a result of 3.3 mmol/ll (59 mg/dl). Pt's meter was not compared to the lab due to the dr thinking that the "meter is defective". Unknown what the treatment was. Their meter's date and time were set wrong, therefore readings from the meter's memory could not be verified. It was also informed that the pt was an alcoholic and has cirrhosis. This case is reported in the event that the pt acutally did pass out due to hypoglycemic reaction.